Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed. The reported unraveled knot was confirmed based on the observed link detachment. Although it was reported that the knot unraveled, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user. The reported unraveled knot and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, when the plunger of the proglide device was removed, the knot was loose. A second proglide device was used with the same results. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.